Event description:
Rptr states the caster housings fell off the chair because the holes on the frame where the caster housing attaches were out of round when the upgraded casters were installed. No injuries reported.